Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump with serial number (B)(6) exhibited an unresponsive touchscreen, preventing device unlocking and navigation despite cleaning the screen, drying fingers, and attempting use while charging. Symptoms included no adverse health effects, and blood glucose was not impacted. Outcomes included provision of a replacement device and instructions to return the original, with counseling that device data would not transfer and that the user would need to complete startup on the replacement. Investigation included review of the user report and video demonstrating the lack of touch response and inspection of returned device. Investigation of this device revealed a suspected touchscreen hardware malfunction consistent with a display or touch digitizer failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen assembly.